Event description:
It was reported that the blanket was leaking from the corner seam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the blanket was leaking from the corner seam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The section h codes have been updated to reflect the completed investigation.

Manufacturer narrative:
Updated section d with the catalog number.

Event description:
It was reported that the blanket was leaking from the corner seam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.